Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the tissue pad was worn and partially peeled off, likely due to ultrasonic output with the closed grip (including after the tissue was cut) without gripping the tissue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a laparoscopic gastrointestinal surgery, a part of the tissue pad of the sonicbeat 5 mm, 35 cm, front-actuated grip came off when the tissue pad was wiped with gauze. Subsequently, the procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1)ultrasonic activated when the grasping section was not grasping anything (this includes after tissue resection). 2)the tissue pad to wear out and partially peeled off. 3)when wiping tissue pads with gauze, the peeling was even worse. The following information is included in the instructions for use (IFU): "do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.